Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2011 and (B)(6) 2011 with an atrial capture threshold of 2.75 v, 0.4 ms. The lead was cut and left in the body.